Manufacturer narrative:
(B)(4). Concomitant medical products: modular neck bb 12/14 neck taper use with +0 heads only, 00784802201, ln 60816079, femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 60960663, trilogy acetabular system shell with holes porous, pn 00620005020, ln 60955602, bone screw self-tapping, pn 00625006525, ln 60980971, bone screw self-tapping, pn 00625006520, ln 50939919, zimmer m/l taper hip prosthesis with kinectiv technology modular femoral stem press-fit plasma sprayed, pn 00771300700, ln 60867867. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04118-1, 0001822565-2019-04117-1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
Initial left total hip arthroplasty performed approximatly 7 years prior to being revised on due to pain, elevated chromium levels, and pseudotumor on imaging. During the revision procedure, significant trunnionosis was noted. The head, liner, and neck were exchanged without complication.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.